Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker dropped its longevity for one year in just six months. Boston scientific technical services (ts) discussed this could be due to rounding up from 2.5 to 3 years at last check or rounding down from 2.5 to 2 at this check. Ts confirmed device power comparison was at 100 percent. Also, device was at atrial anti-bradycardia pacing and pacing at 21 percent. Ts then explained this sounds unreasonable and advised to send in data for analysis. Additional information indicated that no further action was taken and that the health care professional (hcp) was satisfied with the battery rounding explanation. Also, device was interrogated, and the recent battery calculation was 2.5 years which is completely reasonable. To date, this device remains in service. No adverse patient effects were reported.